Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later reported that the device would not be returned. This reported has been updated to reflect the corrected information. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Certas plus valve was used for a lumbar peritoneal (lp) shunt implant. The patient at some point allegedly sat down, heard / felt the valve snap near the surgical site and reported having a headache approximately 20-30 minutes later. Upon explanting the certas plus valve, the surgeons found that it had cracked / tore in between the valve and the siphonguard device. The patient went to (B)(6) medical center rather than where the certas plus valve was originally implanted ((B)(6) medical center) . At this time, I do not know what they have done to resolve the issue. No delay more than 30 minutes.